Event description:
Non-conforming labeling.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 27, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 4114, 3331, 154, 25). Type of investigation #1: 4114- device not returned. Type of investigation #2: 3331- analysis of production records. Investigation findings: 154 - inadequate labelling and/or instructions for use. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was not returned; however, photos were provided that confirmed the one-piece box label was double labeled. All capiox products are 100% visually inspected during the packaging process. Visual inspection on the product should have caught the double label prior to release. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, a non - confirming labelling was found. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 862 - label. Health effect ¿ impact code: 2645 - no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: device code: 2911 - device markings/labelling problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.